Event description:
Subsequent to the initial MDR, a correction is required. The reporter stated that the patient was treated with intravenous therapy and was given zofran.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the cgm alerted for a low reading, which soon led to an urgent low alert. The patient was given something to eat, and no fingerstick was taken. After the treatment the patient experienced nausea, headache, and chest pain while the cgm device continued to alert for urgent low. The parent brought the patient to the emergency room and when a fingerstick was taken the cgm device showed urgent low and the blood glucose reading was 359 mg/dl. The reporter stated that the patient was treated with intravenous glucose (most likely this should be insulin) and was given zofran. Full lab works were done which excluded diabetic ketoacidosis. The patient was discharged after spending 3 hours at the hospital and was given a prescription of zofran. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.